Event description:
Boston scientific received information that one day post-implant, this left ventricular (lv) lead was found to be dislodged. A revision procedure was performed and this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was discarded at the hospital and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.